Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 700 mg/dl. It is unknown whether auto mode feature was active during high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer declined troubleshooting for high blood glucose. No further complications were reported. The customer will discontinue to use the device.